Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 584 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer was stated that they received no delivery alarm. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer stated that the event was resolved by changing complete set. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.